Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer initially called on (B)(6) 2020 and reported that the adc meter display had missing segments therefore, the numbers could not correctly be distinguished. The customer called back on (B)(6) 2020 to report that due to a delivery issue involving the replacement, he had experienced a medical event. It was further reported that on (B)(6) 2020, the customer¿s caregiver continued to use the affected adc meter and had obtained a blood glucose reading that was perceived to be a ¿lo¿ (less than 40 mg/dl) message. The customer experienced symptoms described as ¿very weak and barely spoke¿ and the caregiver treated the customer with oral glucose based on the perceived lo meter scan. The customer subsequently lost consciousness and was taken to the ER where he was diagnosed with hyperglycemia and received unspecified treatment. It was noted that the actual reading on the affected adc meter was ¿hi¿ (greater than 500 mg/dl) therefore, the caregiver had treated the customer based on an incorrect reading. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented in the MDR follow up #1 report. The correct g-3 date is (B)(6)2021.

Event description:
A customer initially called on (B)(6)2020 and reported that the adc meter display had missing segments therefore, the numbers could not correctly be distinguished. The customer called back on (B)(6)2020 to report that due to a delivery issue involving the replacement, he had experienced a medical event. It was further reported that on (B)(6)2020, the customer¿s caregiver continued to use the affected adc meter and had obtained a blood glucose reading that was perceived to be a ¿lo¿ (less than 40 mg/dl) message. The customer experienced symptoms described as ¿very weak and barely spoke¿ and the caregiver treated the customer with oral glucose based on the perceived lo meter scan. The customer subsequently lost consciousness and was taken to the ER where he was diagnosed with hyperglycemia and received unspecified treatment. It was noted that the actual reading on the affected adc meter was ¿hi¿ (greater than 500 mg/dl) therefore, the caregiver had treated the customer based on an incorrect reading. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer initially called on (B)(6) 2020 and reported that the adc meter display had missing segments therefore, the numbers could not correctly be distinguished. The customer called back on (B)(6) 2020 to report that due to a delivery issue involving the replacement, he had experienced a medical event. It was further reported that on (B)(6)2020, the customer¿s caregiver continued to use the affected adc meter and had obtained a blood glucose reading that was perceived to be a ¿lo¿ (less than 40 mg/dl) message. The customer experienced symptoms described as ¿very weak and barely spoke¿ and the caregiver treated the customer with oral glucose based on the perceived lo meter scan. The customer subsequently lost consciousness and was taken to the ER where he was diagnosed with hyperglycemia and received unspecified treatment. It was noted that the actual reading on the affected adc meter was ¿hi¿ (greater than 500 mg/dl) therefore, the caregiver had treated the customer based on an incorrect reading. No further information was provided. There was no report of death or permanent injury associated with this event.